Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to get more than two coupling bars when recharging the implantable neurostimulator (ins). It was noted that there was some swelling and seroma and a thin bandage was over the ins. The patient was overweight and the doctor noted that the patient had adipose tissue that was ¿well above average.¿ the ins has ¿some play¿ within the adipose tissue. An x-ray was taken and confirmed the device was not flipped. The patient charged for three hours with two coupling bars with no change in battery. The patient had been implanted ten days prior to the report.